Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds). There was blood in the shaft. There was a shaft kink at the nose cone. The stent was not deployed and was inside the sheath of the device. The thumbwheel lock was in manufacturing position. The flushing luer was detached and was not returned for product analysis. The handle was opened during analysis to inspect the handle components. There was no damage or irregularities to the handle or the components inside the handle, also all the components were accounted for inside the handle. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment encountered. The target lesion was located in the distal superficial femoral artery (sfa) to proximal popliteal artery. During a attempt to advance the 6x200x130 innova stent system, the device became stuck in a previously deployed epic stent deployed in the common iliac artery. The innova stent was not deployed and was easily removed without causing damage to the previously implanted epic stent. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that catheter entrapment encountered. The target lesion was located in the distal superficial femoral artery (sfa) to proximal popliteal artery. During a attempt to advance the 6x200x130 innova¿ stent system, the device became stuck in a previously deployed epic stent deployed in the common iliac artery. The innova stent was not deployed and was easily removed without causing damage to the previously implanted epic stent. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).